Event description:
It was reported that the user experienced intermittent loss of glucose readings on the ilet after showering and subsequent signal loss while using a dexcom g7 continuous glucose monitor (cgm) sensor; the user was advised to keep devices within range, allow time to reconnect, and later to toggle sensor settings and reenter the code. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.